Event description:
Customer was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 33 mg/dl at the time of the incident. The current blood glucose value was 217 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined troubleshooting. Auto mode was on at that time. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.